Event description:
(B)(6) was notified of a potentially reportable complaint involving a product for which stryker is not the original equipment manufacturer of the reported device. The customer alleged a manufacturer invacare tracer ex2 wheelchair, serial number (B)(6) with brakes that could not be engaged. Please find additional contact information below. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).